Manufacturer narrative:
Ethnicity - requested, not provided. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported: post peripheral angiography and pta of left anterior tibial artery procedure, while the patient was in holding, they developed a hematoma. It seemed as if the device had deployed fine and hemostasis was obtained. The doctor is proficient in use of the product. The patient was stable, and the procedure was successful. Access was a right femoral artery. Other devices used were, cook micropuncture 5fr x 7 cm stiff, exchanged to a super sheath 5 fr x 11 cm (boston scientific), and exchanged to 5fr 55 cm flexor check flo sheath. Additional information was received on february 21, 2018. There was no x-ray to confirm. No other treatment except for observation. An ultrasound will be obtained to rule out pseudo aneurysm as an outpatient. Additional information was received on march 2, 2018. Procedure: bilateral lower extremity angiogram,left anterior tibial angioplasty. Equipment: coyote 2.5 x 220 x 150 cm otw 39186-25221, 5fr contra imager ii bos sci, roadrunner uniglide angled 180 cm .035, magic torque 260 cm .035, 4fr 120 cm non taper angle glidecath, fielder xt 300 cm, quick-cross 0.014 x 150 cm 518-065, and fielder xt 300 cm. Physician concerned may have been caused by the closure device and case had a good stick.